Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. One distorted haptic was observed. Lens met all specifications prior to release. Based on the reporter's statement that there was no defect with the lens and our follow-up with the account we have no reason to suspect the lens was the cause of this event. All information available is included in this report.

Event description:
It was reported by the surgery center that the physician decided to use a sew-in intraocular lens instead of the posterior chamber lens he initially implanted. The lens was removed during the initial procedure by enlarging the incision, an alternate lens was sewn in. In follow-up with the nurse it was learned the patient had a weak capsular bag that could not support the first implant and there was no defect with the lens. No patient injury occurred.